Manufacturer narrative:
Other, other text: b3 unknown, d4: complete UDI (B)(4). One device was returned for analysis. Visual inspection showed scratched lens and the rear top label was missing. The tamper seal was not broken. Review of the event history log (ehl) was not performed due to no power. A visual test was performed and the reported issue was not duplicated due to the screen not turning on. The cause of the reported issue was due to microprocessor unit board. As a result, the microprocessor unit board was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. For all inquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the pump exhibited error code 1310 and that the screen would not turn on. No adverse patient effects were reported by the customer.